Event description:
It was reported by the rep the device was used during an unknown procedure. It was reported the device, either a tlh90 or tl90, was fired and staples failed to hold across the stomach. None of the staples deployed properly. More of the stomach had to be resected than planned. Rep is attempting to gather more information about device performance, device code, and how case was completed.